Event description:
Product error: cgm showed bg levels kept dropping all night long (on (B)(6) 2023 to (B)(6)2023 and kept going off and would never raise above 80. Monday morning (bs was 69 at 3am and started coming back up, at 4:55am dropped to 58/54, so patient drank some sprite and ate some crackers, but only went up to 86). At 7am bs was 87 and at 10:28 it was 104, 1 hour after breakfast. At 11:15 cgm dropped to 69, to 60 by 11:29. At this time patient drank a mango slush, ate a nut pack, dried pineapple, almonds and cashews, and graham crackers. At 12:03 bs only went to 74. At 1:24 cgm stated bs dropped back down to 59, (54 at 1:40) at which time patient drank cranberry juice, which raised it to 80 at 2:25pm. At 8:44 pm, glucose monitor showed low readings when blood glucose was not low (off by 58 points) even after drinking a whole can of fanta. Cgm stated blood sugar was 58 but fingerstick showed 116 (1 hour after drinking a fanta). Patient removed sensor tuesday morning and replaced with a new sensor, which is reading correctly.